Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate manufacturing report number.

Event description:
Subject ID: (B)(4). It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an amulet left atrial appendage occlusion procedure. Reportedly, while using the proglide device in the patient, the feet were deployed against the vessel wall. The plunger was inadvertently "unseated" [removed from the body of the device] prior to pushing in the plunger. The footplate lever was closed and the device removed. A second proglide preplaced one suture. The sheath was upsized to 8.5f and then 14f. The interventional procedure was completed. The suture was advanced to the vessel wall; however, hemostasis of the large hole was not achieved. Manual compression and a figure-8 stitch were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of a femoral angiogram directly contributed to the reported difficulties. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.b3: date of event g3: date for initial report 2024168-2022-02360-00 was corrected from 02/16/2022 to 02/18/2022